Manufacturer narrative:
There is no allegation of deficiency against the product. This report no longer meets reportability criteria.

Event description:
It was reported that the patient's ipg was explanted due to end of life.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2021-13451. Related manufacturer reference number: 3006705815-2021-01961. It was reported that the patient would be undergoing a revision for an unknown reason.